Event description:
Caller states that during a correlation study. Patient 1 tested 2.9 inr on coaguchek system 1 while testing 2.7 and 2.2 inr on additional coaguchek system. No action taken based on device result. No adverse event reported. Patient 2 tested 7.5 inr on coaguchek system 1 while testing 6.0 inr and 5.4 inr on additional coaguchek system. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.

Manufacturer narrative:
Second patient: female, mitral valve stenosis.